Event description:
Peripherally inserted central catheter (PICC) line placed on right basilic vein. The line site looked inflamed/irritated and antibiotics being administered through it were leaking. Order to remove the PICC was obtained. The registered nurse (rn) noted upon removal the line was not intact, approximately 8" were retrieved. The end of the portion retrieved looked frayed. A chest x-ray (cxr) was taken and the rest of the PICC line was found in the main and right pulmonary arteries. The patient was taken to interventional radiology where the retained portion was removed. The retained fragment measures approximately 14". Patient had no complications from the retention or removal of the retained fragment.